Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided to rayner states that a lump of plastic was present in the loading bay which presented the injector flaps from closing. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00111.

Manufacturer narrative:
Rayner intraocular lenses limited reports that following investigation findings; our review of production records for the r-inj-04 injector b374 showed that all mfg and quality checks were conducted with successful results. All raw materials/components used to manufacture this injector batch met all spec criteria. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector ((B)(6) 2013) was conducted in order to determine if any trends existed.